Manufacturer narrative:
A complete lead, without a stylet, was returned in one piece for analysis. Guidewire insertion test found obstruction at the s curve region of the lead. Visual and x-ray inspection revealed the inner coil was stretched/kinked at this location. The cause of the reported event was isolated to the inner coil damaged, consistent with those occurring at the time of the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the guidewire was unable to advance in the left ventricular (lv) lead. A new lv lead was implanted to resolve the event. The patient was stable with no consequences.